Event description:
It was reported that, "the adapter was connected to the drill and then connected into the hudson adapter. It was tested in the operating room before surgery and the cannulated drill was wobbling."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.